Manufacturer narrative:
A ge representative evaluated the system and replaced the power control board and the smart switch board. The system operates as intended.

Event description:
It was reported that the system shut down on it's own. No patient injury was reported.